Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: : "suspected rupture, capsular contracture baker grade 4". These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "suspected rupture and capsular contracture, baker grade 4." Patient also reported "bii symptoms," this event is not related to the device. Device has been explanted. This record is for an unknown side.